Event description:
Customer cut hand on broken vial. Customer tested mas product and reported positive results for hcv, hbsag, hbcoreab. 10/17/97 background investigation indicated all new materials used in product tested negative by FDA approved methods for hbsag, hbcore ab, and positive for anti hcv. 11/3/97 mas referred confirmation testing by pcr also confirmed positive hcv.